Event description:
Ventricular lead impedance decreased significantly. Threshold testing also revealed a significant increase. Opted to replace lead in the left side however due to difficult access an entire new lead system (both atrial and ventricular leads) was placed on the right side. The same pulse generator was used.